Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07570 and 1627487-2015-07571. Follow-up revealed the patient's leads and ipg were explanted and replaced on (B)(6) 2015. An sjm representative programmed the patient on (B)(6) 2015 and confirmed the patient had therapy at the time. Effectiveness of the therapy will be assessed on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-0770 and 1627487-2015-07571.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07570 and 1627487-2015-0757.1 it was reported the patient could no longer receive effective stimulation. An impedance check showed invalid impedances on multiple contacts. X-rays were taken and revealed the patient's leads had migrated and pulled out of the ipg header. As a result, the patient will undergo surgical intervention.